Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a positron emission tomography (pet) scan that showed fluid around the pump. Blood cultures were positive for staphylococcus, and cardiothoracic (CT) surgery was consulted. Patient received administration of cefazolin intravenously. The tissue was biopsied on (B)(6) 2020 which came up negative. Transesophageal echocardiogram (tee) on the same day was also negative for infectious concerns. The driveline had no signs of infection. The patient was discharged on (B)(6) 2020 on chronic cefadroxil 500 mg twice a day for life and was listed for transplant.